Event description:
Pt received 500 ml of demerol. History shows he received only 3ml. At the time the pump was started, plunger was found in the up position with a large air-gap in the syringe. Dose 1.0 ml, delay 10 min, one hour limit 6.0 ml, and total given 3.0 ml.